Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It was reported during an angiogram procedure, the hub of the introducer sheath came off the gray introducer sheath when the dilator was inserted. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence nor experience any adverse effects due to this occurrence.

Manufacturer narrative:
Evaluation: the device was not returned for evaluation and no photos were supplied. A review of the complaint history, device history record, specifications, quality control has been completed. The device is inspected; the inspection process specifically states that the tubing must be secure in the fitting. A complaint history search revealed this to be the only reported complaint associated to the complaint lot number. There is no evidence to suggest the product was not manufactured to specifications. The addition of this complaint to the scope of the risk assessment did not change the conclusion. Per the conclusion of the quality engineer risk assessment, additional risk reduction is not required. We have notified appropriate personnel and will continue to monitor for similar events.